Manufacturer narrative:
(B)(4). Report source: (B)(6). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient had an left hip arthroplasty on unknown date. Subsequently, the pmi group is requesting a triflange was requested for loosening of a cup. Attempts have been made and no further information has been provided.